Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Event description:
A distributor of zyno received information from lynn collins of south alabama medical that the pump over infused. Two requests were initiated to obtain the serial number from the reporter, there was no response to the request, however the reporter indicated in a follow up email, dated 4/14/2023, response to a good faith effort not having the pump in her possession and that the pump was sent back. The reporter also indicated the medication bag was empty and the total volume to be infused was 556 over 24 hours. The volume to be infused was 195.5, the reporter indicated the infusion was completed in 9 hours and 45 minutes and that all the medication was infused too quickly. The reporter stated that there was no obvious damage to the pump and the patient was using a fanny back. The reporter indicated the pump, line and IV bag have all been sent back and that pictures are available, she was not clear if the pictures are with the product that was sent back. No patient injury was reported. The product part and lot number are unknown. Medication being infused is unknown. No further information was provided as of the date of this report.